Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. Internal leakage test, pressure transducer test and safety valve test failed during pre-use check. Moreover, presence of water in the printed circuit board was found. According to received information, pull magnet and expiratory channel printed circuit board (pcb) were found defective. A visual inspection confirms the reported liquid spill problem. The pcb was not further investigated since ingress of liquid on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Water entered the ventilator from humidifier. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective parts were not returned for investigation. Our conclusion is that the defective parts were the cause of the failure.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, expiratory channel printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).